Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod6s. During the procedure, the physician successfully placed multiple coils using a non-penumbra microcatheter. The physician then attempted to place a pod6; however, the pusher assembly of the pod6 became bent. Therefore, the pod6 was removed, and the procedure was completed using new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.